Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Optical fiber 1 slightly exceeded the upper limit of acceptable cavity distance; however, was still within the readable range. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure in the left atrium, a cardiac effusion occurred. During the left waca ablation, the patient became hypotensive and heart rate lowered. An echocardiogram and ice confirmed an ongoing cardiac effusion / tamponade. Protamine was administered and a pericardiocentesis was performed. However the patient was transferred to surgery for repair and is recovering.